Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The device was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The unit was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she jumped into the pool prior to the alarm and the insulin pump was exposed to fluid. Fluid was visible under the display. Customer's blood glucose reading at the time of the call was 71 mg/dl. No further information reported.